Event description:
It was reported that intermittent cartridge alarms occurred (alarm 29) during the load sequence with multiple cartridges. Customer¿s blood glucose level was 301 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.